Event description:
It was initially reported that the patient had high impedance. The patient is receiving some benefit from vns being on so the physician decided not to disable the patient. The patient was referred to a surgeon but he patient's mother did not care for him so will not be using him for surgery. Good faith attempts for additional information have been unsuccessful to date.

Event description:
The physician responded to attempts but did not directly address the questions. High impedance was received (B)(6) 2013. The patient had chest x-ray which was ok. The patient was found disabled on (B)(6) 2013 likely due to someone programming them off due to the high impedance. The physician programming the patient back on when it was noticed that they were programming off.

Event description:
The patient underwent generator replacement. The generator to be explanted (that originally detected high impedance) could not be interrogated due to expected battery depletion. After generator replacement, impedance on the new generator was okay. The explanted generator has not been received to date. No further relevant information has been received to date.